Manufacturer narrative:
Received one used device for evaluation. Drug leakage was observed and confirmed at the connection between the female luer of the ch2000s-10 spinning spiros and the male luer of the 30ml luer lock syringe. It was noted that male luer threads of the luer lock syringe and the threads of the ch2000s-10 spinning spiros were not engaged suggesting a disconnect during use. There was no thread damage on the 30ml luer lock syringe and no luer or spin feature damage on the ch2000s-10 spinning spiros. The spinning spiros met product performance expectations for leak resistance. The probable cause of the disconnect resulting in leakage cannot be determined. The lot review was performed with no issues noted.

Manufacturer narrative:
The device was received for evaluation, it is pending investigation.

Event description:
The customer reported that the spiros leaked leaked while pushing doxorubicin. The leak occurred on the luer connection between spiros and syringe. There was patient involvement but no reported harm, the only patient exposure was 2 drops on patient's sweater. The chemotherapy spill was cleaned up per protocol; however, a spill kit was not used. There was no adverse event or delay in therapy.